Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient that they had irritation that was found after removing a pod while on vacation.. The pod was worn for more than 48 hours on the back. The patient sought medical attention on (B)(6) 2021 where they were prescribed a cream (hydroquinone 4% twice daily) for the marking they have described as a permanent ring-like irritation that would have been in the area where the outer edges of adhesive lay around the pod.